Manufacturer narrative:
The investigation was completed on 27-mar-2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device 16328579 number, and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and a side port blockage issue occurred. The vizigo sheath was missing a hole for the irrigation to pass through the rest of the sheath. This was at the end of the handle where the irrigation connects to the sheath. The catheter was replaced and the problem was resolved. The case continued. No patient consequence was reported. Additional information was received which provided clarification on the event. Since no fluid could be pushed through the sheath, the issue was resolved by opening a new sheath. A catheter was never put in the sheath. No needle was put through the sheath. The device was not used in the patient. The vizigo sheath was not connected to the pump. The problem was seen before the physician was in the room.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).